Event description:
The sales representative reported on behalf of the customer that the 139104ext, ultraclean 1 in. Blade, was being used during an unknown procedure on an unknown date when it was reported,¿ she stated that a few days before while cauterizing a vessel, she was holding a ss forceps and her assistant touched the forceps with the bovie pencil and she felt something that made her drop the forceps.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questioning found that the procedure was completed without any report of delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect and test each device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 139104ext, ultraclean 1 in. Blade, was being used during an unknown procedure on an unknown date when it was reported,¿ she stated that a few days before while cauterizing a vessel, she was holding a ss forceps and her assistant touched the forceps with the bovie pencil and she felt something that made her drop the forceps.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questioning found that the procedure was completed without any report of delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.